Manufacturer narrative:
Internal file number: (B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The physician is reported not to be trained in the use of the proglide device. It should be noted that the perclose proglide instructions for use, states: this device should only be used by physicians who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The reported patient effect of infection, pain, pseudoaneurysm and surgical procedure are listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age: estimated age. Date of event: estimated date. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was performed using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the proglide device achieved hemostasis without issue during the procedure performed on (B)(6) 2019. It was reported that about a week after the procedure ((B)(6) 2019) the patient complained of pain to the physician. Two weeks after, approximately (B)(6) 2019, the patient developed a pseudoaneurysm on the right common femoral artery. An infection was reported as a result of the pseudoaneurysm. The infected site and pseudoaneurysm were surgically removed and then sutured. According to dr. (B)(6), dr. (B)(6)'s superior, the event was not attributable to the proglide device because clean environment may not have been secured as the gloves were not changed before the procedure. There was no reported adverse patient sequela. No additional information was provided.